Event description:
It was reported that when setting up for a breast biopsy, the device made it through initialization and an unk error code was received. At that point, the system powered off and was unable to power back up. The case was canceled and will be rescheduled. Add'l info received on 10/25/2007, the pt was rescheduled the date was unk. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Eval summary: the analysis site confirmed the customer's complaint and found the vacuum pump was stalling causing unit to have blown a fuse, which caused the unit to not power up. To correct the customer's complaint the analysis site replaced the fuse, the vacuum pump, four pump mount screws, fender washers and flat washers. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.